Manufacturer narrative:
Findings: pump had blank display. Unable to perform idle current test, run current test, self test, off no power test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify battery out limit alarm, weak battery alarm, failed battery test alarm due to blank display. Pump had cracked reservoir tube lip and stained address/serial number label. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a failed battery test alarm and weak battery alarm the night prior, the following morning the device shut off and had a blank display. Blood glucose level at the time of the incident was not provided. Customer was not calling back after receiving a new battery cap. Customer took the battery out and received battery out limit alarm. Customer does not have a new aaa alkaline battery to test with the device. The customer declined troubleshooting. The customer was advised that the insulin pump will be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.